Event description:
The complainant alleged that during pt set-up, the device intermittently displayed "pacer fault 122". The complainant did not indicate that there was an adverse effect to the pt as a result of this reported event.